Event description:
During a laparoscopic gastric sleeve procedure, the firing of the echelon endopath 60 mm stapler (gold staple load) resulted in a 60 mm gastric defect without staples - the knife blade performed to divide the stomach, but no staples deployed. This resulted in conversion of the procedure to an open laparotomy; the sleeve gastrectomy was aborted due to gastric damage, and a resectional gastric bypass was performed.